Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo was visually examined and revealed an air bubble and foreign material in the gel for both lot numbers 4222994 and 4257322. The exact causes for the customer¿s failure modes could not be determined. Additionally, 100 retained samples from both lots were visually inspected with no issues identified. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lots 4222994 and 4257322, for the indicated failure modes: foreign matter - non-biological and gel airbubbles. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units there were gel bubbles in the separator of 410 tubes and foreign matter in 229 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: d4. Medical device lot #: 4222994. D4. Medical device expiration date: 31-aug-202.5 h4. Device manufacture date: 09-aug-2024. D4: unique identifier (UDI) #: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units there were gel bubbles in the separator of 410 tubes and foreign matter in 229 tubes. No adverse impact was reported regarding the patient or user.